Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported message saying that the irrigation solution was gone was displayed, balanced salt solution (bss) bottle had contained the irrigation solution, it did not drip and there was only air in the line from the bottle to the cassette during procedure. The procedure was completed after replacing the bss bottle with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The wet anterior pak was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The sample was tested using the console with the current software. The sample could prime and tune with the ultrasonic handpiece, the 0.9 millimeter aspiration bypass system (abs) tip and infusion sleeve from the lab stock successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No message code appeared on the screen. The pressure rate was within specification. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample met specifications. The investigation results were unable to confirm a malfunction associated with the customer¿s reported event. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).